Manufacturer narrative:
(B)(4).

Event description:
The complaint states that unspecified issue was reported. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.